Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the stent moved on balloon. The target lesion was located in the moderately calcified left circumflex (lcx) artery. A 20 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion; however, difficulties were encountered while advancing the device. The device was removed and it was noted that the stent moved on the delivery balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.